Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was obtained the information on "device manufacture date (h4)" and updated . Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomena could not be identified. [Consideration] on the basis of the following information, it was presumed that the nozzle was clogged with fibrous foreign materials of gauze, etc. Because of insufficient reprocessing after procedure. -as per the inspection result of olympus china, the nozzle was clogged with white and yellow floccule. -in IFU, there is a description about cleaning of the distal end and feeding water into the air/water channel to remove foreign materials at the distal end. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition, the report from the field service engineer of olympus (B)(4) said that the foreign object was mainly white and yellow floccule. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with the foreign object clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus (B)(4) for repair of the distal end failure, including lens and cover. There was no report of patient injury associated with the event.